Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer. The customer was instructed to reset the pump to resolve the issue. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.